Event description:
During routine testing, the user noted that the unit would begin to charge, and then display error 011 in the defibrillator assembly, but the specific cause could not be isolated. The entire assembly was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.